Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the air proportional solenoid valves (psol), and the graphic user interface (gui) breath delivery unit (bdu) interconnection cable. The ventilator was functionally tested during thirty plus hours soak test. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Manufacturer narrative:
The covidien customer support engineer (cse) did not visit the customer for this complaint. The customer performed their own maintenance and replaced the parts themselves and placed the ventilator back in service.

Event description:
It was reported by a customer in (B)(6) that, during pt use, an 8410 ventilator stopped cycling. The pt was manually ventilated and transferred to another unit. There was no reported pt injury.